Event description:
It was reported by a customer in (B)(6) that, upon removing a laser oral tracheal tube, the physician found a hole at the distal cuff, and observed that the saline solution has leaked. No recannulation of a new catheter was necessary. There was no reported pt injury.

Manufacturer narrative:
Covidien ref # (B)(4).